Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse of peritonitis in a homechoice patient (hp). During a call with baxter customer service, the following was reported. On an unreported date, the hp made a mistake/touch contamination. The hp was subsequently diagnosed with peritonitis on (B)(6) 2012. The hp was not hospitalized for the event. Treatment was not reported. It was not reported if the hp was retrained on proper aseptic technique. It was not reported if the hp was recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient described touch contamination. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.